Event description:
It was reported that during the stimulation trial, the patient had a lead wire slip and had some of the same symptoms he was having the day of the report. The symptoms the day of the report included severe pain in the back and abdomen as well as the implantable neurostimulator feeling very warm. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: unknown lead, lot# /serial# unknown, product type: lead. (B)(4).